Manufacturer narrative:
The affected evita v300 was tested by the dräger service according to the specification and the logbooks were provided to the manufacturer for further analysis. The device test ran without deviation or finding. The reported event could be reconstructed from the log book entries. On the morning of (B)(6) 2017 the ventilation mode was adjusted from o2 therapy to the intubated ventilation form vc-ac with autoflow. The breathing system was not previously measured in. Tidal volume was adjusted to 400 ml. The paw-high alarm limit was set to 35mbar and was not linked to the therapy adjuster pmax by the user. This causes the maximum inspiratory pressure to be limited by the paw-high alarm limit and the maximum applied pressure is limited to 5 mbar below this alarm limit. From the start of therapy, the set target volume could not be reached under the defined maximum pressure in this mode. The visual and acoustic alarm "vt not reached, pmax active" was repeatedly generated by the ventilator during the reported time. The user increased the peep to 33 mbar and the tidal volume to 470 mbar. The alarm limit for paw-high was not changed. No technical malfunction can be seen in the logbook entries. No technical malfunctions can be seen either from the device inspection or the logbook. The device could not reach the set tidal volume under the parameters and limits set by the user. According to the specification, this was repeatedly alarmed optically and acoustically.

Event description:
Evita v300 with option high-flow CPAP. Device was in this mode, function was correct. Patient had to be intubated. Therefore, switch over via "stand-by" to intubated ventilation, changed breathing system. Changeover without problems. Functioned correctly at first. After approx. 2 hours, no adequate pressure builds up, set volume is not reached in autoflow mode. Problem detected, changed to manual ventilation and replaced the device. At the same time circulatory arrest, resuscitation initially successful. Patient died during the day. Causal connection with device functions appears possible, therefore report. The likelihood of the connection is rather low.